Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was 300 mg/dl at time of incident and current blood glucose was 248 mg/dl. The customer had symptoms such as anxiety. The customer stated that they had replaced battery with a new battery, but it would not turn on. The customer stated that they were unsure if the drive support cap was protruded. The customer alleges pump was under delivering and pump was not turning on. The troubleshooting was performed and was advised to insert a new battery. Customer stated that the display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with normal operating currents and no blank display noted. Device passed the delivery accuracy test. Device was received with intermittent all the buttons response due to flattened all the buttons dome switch (no crease).